Manufacturer narrative:
A ge service rep performed an on site investigation. The dose measurement was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 6800 system technical unit of radiological protection was faulty. No pt injury was reported.